Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false detection of a loaded set, which was confirmed and reproduced during evaluation by observation of the device alarming "load into guides 3 and 4" at power up. The cause was determined to be a loose upper link screw. The link screws were replaced to correct the condition.

Event description:
It was reported that a spectrum pump falsely detected a loaded set, described as "when inserting slide clamp, before tubing, 1st channel turns green before tubing is inserted. Tubing is placed...all channels turn green, close door and runs". It was also reported there was no patient involvement.